Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 302995 batch#: unknown it was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: 'IV tech drew up 10ml of ns from 500ml ns bag into a 10ml bd IV syringe. She then noticed some debris/discoloration on the inside of the plunger."

Event description:
No additional information was provided.

Manufacturer narrative:
One sample of a 10ml luer-lok syringe (p/n 302995) batch 4088805 was received and evaluated. The sample received with the unsealed package has two brown discoloration spots on the barrel consistent with embedded foreign matter. The condition observed is non-conforming per product specification. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 4088805 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.